Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia while new to pump therapy and perceived most bolus deliveries, though without pain and with overall glucose metrics showing time in range of 88.6 percent. Symptoms included low blood glucose requiring treatment with oral glucose tablets and prolonged recovery for some events. Outcomes included at-home self-management with glucose tablets and adjustments to meal and snack announcements, with no emergency care or hospitalization. Investigation included review of use patterns, coaching on spacing meal announcements and treating lows, consultation with internal clinical support, and consideration of infusion set factors. Investigation of this case revealed no device malfunction, with the most plausible explanation being user sensitivity to insulin delivery and meals announced too closely together for adaptive dosing. It was concluded that the device functioned as designed and that the events were attributable to therapy adaptation and user-specific sensitivity rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.